Event description:
Baxter reports a disconnection between the tubing and connector when the nurse went to change the patient's pouch after 2 months of use. The patient's nurse immediately clamped the tubing and wrapped the extremity in a sterile betadine prep. The patient was taken to the dialysis center to have the uv transfer set changed. The patient was given prophylactic antibiotics and experienced no injury as a result of the event.